Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and uterine perforation ('perforation (uterus),migration of essure device location of device: uterine wall') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index abnormal. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 14 days after insertion of essure. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge almost daily after implants"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). In 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and libido decreased ("low libido"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia and vaginal haemorrhage outcome was unknown and the pelvic pain, libido decreased, genital haemorrhage, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight decreased and alopecia had resolved. The reporter considered alopecia, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, libido decreased, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-apr-2020: plaintiff fact sheet received, new reporter, patient demographic, essure stop date, event injury replaced by specific events:perforation (fallopian tubes), perforation (uterus), pain, low libido, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), vaginal discharge almost daily after implants, fatigue, weight loss, hair loss and lab data added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and uterine perforation ('perforation (uterus),migration of essure device location of device: uterine wall') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, d & c, tonsillectomy, rhinoplasty, wisdom teeth removal and umbilical hernia repair. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 14 days after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("pain"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge almost daily after implants"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). In 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), libido decreased ("low libido") and nausea ("nausea"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, heavy menstrual bleeding, vaginal haemorrhage and nausea outcome was unknown and the pelvic pain, libido decreased, genital haemorrhage, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight decreased and alopecia had resolved. The reporter considered alopecia, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, heavy menstrual bleeding, libido decreased, migraine, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: wt: 142 bmi: 21.5 discrepancy noted date of removal: (B)(6) 2019 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: no new information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and uterine perforation ('perforation (uterus),migration of essure device location of device: uterine wall') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 14 days after insertion of essure. In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge almost daily after implants"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). In 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and libido decreased ("low libido"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia and vaginal haemorrhage outcome was unknown and the pelvic pain, libido decreased, genital haemorrhage, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight decreased and alopecia had resolved. The reporter considered alopecia, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, libido decreased, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and uterine perforation ('perforation (uterus),migration of essure device location of device: uterine wall') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, d & c, tonsillectomy, rhinoplasty, wisdom teeth removal and umbilical hernia repair. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 14 days after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("pain"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge almost daily after implants"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). In 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), libido decreased ("low libido") and nausea ("nausea"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, vaginal haemorrhage and nausea outcome was unknown and the pelvic pain, libido decreased, genital haemorrhage, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight decreased and alopecia had resolved. The reporter considered alopecia, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, libido decreased, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: wt: 142 bmi: 21.5. Discrepancy noted date of removal: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, fallopian tube perforation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: pfs and mr received. Case became medically confirmed. Event "nausea" added. Reporter information, patient's medical history, onset date for the event "pain", auto narrative supplement and rcc were added. Patient's date of birth was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.